Event description:
It was reported by the customer that they do not believe their insulin pump is functioning properly. Customer states she her blood glucose levels had been low and has contacted her physician for new settings. She also stated that the insulin pump has a crack near the battery compartment. Customer was advised to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly but would need to be replaced due to damage. Blood glucose level was 207 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.